Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that an increase in pump power and estimated flow was observed on (B)(6) 2016. The system controller was exchanged; however, the pump parameters remained elevated. On (B)(6) 2016, it was reported that low speed advisory and pump off alarms were observed at 3:46 pm and 3:57 pm. The pump was reportedly off for approximately 3 seconds during each event and the patient felt a thud in their chest when the system controller alarmed. X-ray images of the driveline were reviewed and reportedly showed no obvious areas of concern and it was reported that there did not appear to be any damage to the external portion of the driveline. The patient was admitted for evaluation and the pump power and estimated flow values reportedly flipped back and forth between being elevated and at baseline while the patient was admitted. It was reported that there was concern for pump thrombosis; however, the patient's hemolysis lab results were stable and a ramp study showed that the left ventricle was able to be offloaded with an increase in the set speed of the pump. X-ray images of the driveline were reviewed by a representative of the manufacturer's technical services team and appeared unremarkable. The technical services representative performed continuity testing on the driveline on (B)(6) 2016 and no broken wires were detected. The system controller log file was reviewed by the technical services representative and captured pump stoppages during the continuity test at 1:23 pm and 1:29 pm on (B)(6) 2016 and after the continuity test at 2:09 pm on (B)(6) 2016 while the system controller was supported by a power module via an ungrounded patient cable. The pump stoppages occurred during continuity testing with upper body movement and on both the grounded and ungrounded patient cables. A pump stoppage and driveline disconnect event was also captured at 5:24 pm on (B)(6) 2016 while the patient was on battery support. It was reported that the patient was symptomatic during some but not all of the pump stoppages and had a few syncopal episodes. The patient was upgraded on the transplant list and in the hospital until receiving a pump exchange on (B)(6) 2016 for possible internal short to shield driveline compromise.

Manufacturer narrative:
Device evaluation: the evaluation of the submitted system controller log file confirmed the reported elevation in the pump power level and pump off and low speed advisory alarms; however, a root cause for these events could not be identified. The device was returned assembled and the inlet stator, rotor, and outlet stator revealed no adhered depositions or thrombus formations. The driveline was returned severed approximately 12.5 inches from the pump housing and the remainder of the driveline measuring 25.5 inches was also returned. No portions of the driveline appeared to be missing. Minor breakdown of the metal shielding was identified near pump and at approximately 3 inches, 6 inches, and 13 inches from the metal connector. Visual inspection, continuity testing, and high potential testing did not reveal compromises in any of the wires that would have resulted in an electrical short. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The device was also tested together with the returned system controller and functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had never demonstrated any signs of hemolysis.